Manufacturer narrative:
The insulin pump was received with a protruded and loose drive support disk, a cracked end cap, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. No alarm for a compromised force sensor system could be verified and the prime could not be performed due to the cracked end cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed during manual prime. Customer's blood glucose was 140 mg/dl. Customer stated the device was squirting insulin out during manual prime. Customer was unable to exit preparing to prime loop. Customer was advised to disconnect from the device. The device was not dropped or bumped prior to the alarm occurring. The drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.